Event description:
A potential hazard has been identified in the applications of the mp trial stem. Waldemar link (B)(4) has discovered that the affected instruments were produced with a wrong design.

Manufacturer narrative:
The failure was detected from a link employee by ordering a sample from stock. During the investigation we identified that only batches from a specific supplier were affected. All batches were produced in the years of 2010 to 2012. So far we rec'd no complaints or incidents, which might be connected to the affected instruments. The affected trial stems were distributed to the following countries: USA, (B)(4). The reason for the recall are unspecific drawings of the affected instruments, which lead to misunderstanding and misinterpretations. A CAPA was started. The CAPA plan covers beside the recall new technical drawings and a process review of the final check.